Event description:
Boston scientific received information that during device check, this pacemaker had battery longevity of two years remaining in which after few months, was found to be in end of life (eol) behavior. The patient is not pacemaker dependent however the device was pacing at 50 ppm in vvi mode. Likewise, the patient was also atrially paced 80 percent of the time. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.